Event description:
It was reported the patient's trial procedure was abandoned due to the physician being unable to implant the scs lead as a result of hardware and excessive scar tissue. Follow-up identified the patient is "good." Product will not be returned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.